Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient reported an issue but could not remember the error message on the receiver. According to the report, the patient did not know the reading and the receiver seemed fine on (B)(6). The patient was reportedly getting a normal range egv (value not documented) prior to the episode. The patient reportedly woke at 0100. The receiver was reportedly quiet, and half asleep, she did not check the display device. The patient experienced collapse and hip fracture. The egv was not checked because she could not reach the receiver. The patient drank juice and called 911. Ems checked the bg but the value was unremembered. In the hospital, she was given ketamine for pain. During the hospitalization, she was treated with insulin. The patient underwent hip replacement surgery and could not recall other medications received during hospitalization. The patient was hospitalized until (B)(6) 2024. The bg before discharge was 109 mg/dl. At the time of the report, the patient was being treated with antibiotics for postoperative infection and was reportedly fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.